Event description:
Pt had multiple level lumbar decompression and single level lumbar diskectomy in 2003. 10f blake drain inserted in wound. In 2003 drain fractured while being removed leaving significant portion in the epidural space. Two days later retained portion of drain surgically removed.